Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. It is note worthy to mention the multi-function cable used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "short detected" message. Complainant indicated that the clinician used other methods to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-01466 for a similar event reported from with same device.